Manufacturer narrative:
The packaging/product was not returned for evaluation. Per (B)(6) report c 9,045: (B)(6) did review the device history records relative to the manufacturing, inspecting and packaging of lot 02412710, which corresponds to cordis lot number 70809502. This packaging lot contained 176 units, which were shipped from (B)(6) medical on (B)(6), 2009. The history records indicate this product was final inspection tested at (B)(6) medical and was determined to be acceptable. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process. With the information available it is not possible to draw a clinical conclusion between the device and the event. However, in this case, it is possible that the difficulty experienced by the customer was related to user handling.

Event description:
Upon opening the angioguard rx box, it was discovered that inner package within the outer box containing the angioguard rx was opened, rendering the angioguard non-sterile. Upon looking at the opened pouch, the sales rep stated that there is an opaque strip left on the mylar, indicating that the pouch had been opened manually. (If the sterile pouch had been properly sealed, white opaque blocks will be visible on the transparent side of the pouch. That would be where the tyvek side (white side) of the pouch was sealed to the transparent side. The two sides are bonded together by heat, so when the pouch is opened, a white residue from the tyvek is left behind on the transparent side.)